Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument intermittently sealed the patient¿s tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgeon was experiencing issues with sealing and cutting a vessel, just prior to encountering a blade jammed fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site¿s system logs and was able to confirm a 32001 entry indicating a blade jammed fault. After the or staff removed and replaced the jammed blade vessel sealer instrument with a back up, the surgeon stated that the energy didn't seem to burn as hot as it normally does. A third vessel sealer instrument was used but had the same issue. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. On 14-jun-2018, isi received additional information from the isi clinical sales representative (csr) who initially reported this complaint: it was stated that the first vessel sealer had a blade exposed error message and was replaced with a second instrument that experienced low energy when sealing. The csr indicated that there were audible tones noted on the system, and the customer conducted troubleshooting with technical support, however the issue persisted. It was noted that there was no tissue effect, and no bleeding observed due to the sealing issue. The vessel was not calcified, there was no bio debris on the jaws of the instrument, and the surgeon at this time was unsure of what may have caused the sealing issues. The surgeon made the decision to complete the procedure using the instrument in its stated condition. The csr indicated that there were no post-operative complications experienced by the patient due to the sealing issue and it is unknown if the affected vessel sealer instruments are available for failure analysis investigations.